Event description:
Due to user error, the protector from the electrode was not removed by the rescuer during intervention. Patient did not survive the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer¿s device and confirmed that there is no malfunction with the device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The clinical review of the downloaded electronic patient records was performed and it was concluded that the device use may have contributed to the patient outcome. Reviewed electrode picture shows the entire plastic protective sheet was not removed. Electronic patient records shows lead-off indicators in multiple time frames, which occurs when a patient is not detected. The event description also supported that the electrode was not correctly removed during the event.

Manufacturer narrative:
The cause of the reported issue was determined to be due to the user error, as it does not appear the red handles on the electrode pads were pulled to remove the pads from the electrode tray as directed by the lifepak cr2 operating instructions.

Event description:
Due to user error, the protector from the electrode was not removed by the rescuer during intervention. Patient did not survive the reported event.